Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; the product failed to function during an in-servicing. It was not used in a patient, but a non clinical setting. The handle kept stopping and making sudden movements. The handle and attached reload fluttered significantly at the end of the firing. Prior to the issue, the device had previously been used a few times successfully.